Event description:
It was reported resistance occurred when the express ld stent was advanced after the non-(B)(6) guidewire was in place. After using another guidewire, it still could not be advanced in. The patient condition following procedure was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).